Manufacturer narrative:
Customer discarded.

Event description:
It was reported that a knee revision surgery was being performed when blue flakes were discovered, allegedly from the disposable cement sculps. The flakes were scraped out and no further medical intervention was required. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.